Manufacturer narrative:
Information will be provided once the investigation has been completed.

Event description:
It was reported that the unit was previously returned an no problem was found following the evaluation. However, when the unit was returned it displayed an e-1 error. Further, the condition persistent even after replacing the bulb.